Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed as high on the continuous glucose monitor although specific value was unknown. Customer reported nausea and moderate ketones, ketones were not identified as dangerous or life threatening. To address the high bg customer consumed water. The customer continued to use pump for insulin therapy.